Manufacturer narrative:
Insulin pump passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, missing end cap sticker, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system while changing the infusion set. The customer received the compromised force sensor system alarm multiple times. The night before the customer's blood glucose level was 446 mg/dl. The customer treated her blood glucose with a pen and brought her blood glucose down to 234 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.